Manufacturer narrative:
MFR received date: 17 sep 2019. The touchscreen was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. Further investigation revealed that the ul_lr and ur_ll resistance and ul_lr /ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 23 aug 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a touchscreen failure along the bottom tabs. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a touchscreen failure along the bottom tabs. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.